Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broach handle stopped working. The retaining latch fractured off.

Manufacturer narrative:
An event regarding crack/fracture involving a securfit advanced broach handle was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the device shows scratches, burrs and cuts throughout but was otherwise clean and in good condition. Examination of the returned device with material analysis engineer indicated that no mar is required. Fracture mode is consistent with mar completed under a previous investigation, it was concluded that hook fractured due to an overload condition. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced, where the broach handle malfunctioned due to fracture. Conclusion: visual analysis showed that the device was returned in used condition. There were scratches, burrs and cuts throughout the device. Examination of the returned device with material analysis engineer indicated that no mar is required. Further he also mentioned that the fracture mode is consistent with mar completed under a previous investigations. Therefore it is concluded that the alleged malfunctioning of the device was the result of a fracture which was caused due to an overload condition. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Broach handle stopped working. The retaining latch fractured off.